Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 377 mg/dl and the sensor glucose was 317 mg/dl at the time of the incident. Customer got a sensor, every time enter blood glucose, issues with calibration. 300 mg/dl, sensor glucose was 250 mg/dl and blood glucose was 358 mg/dl, being doing some crazy things and shows up sensor glucose was 317 mg/dl. Sensor glucose and blood glucose difference was 60 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. The device will not be returned for analysis.